Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the hydro smart module.

Event description:
A customer contacted beckman coulter inc. (Bci) stating liquid was leaking from the hydro on the system. No injury was reported.